Manufacturer narrative:
A ge service representative performed an onsite investigation. Three pcbs were removed from the universal node card cage and the connections were cleaned. The pcbs and cables were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was locking up and was slow to boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event described in this complaint.